Manufacturer narrative:
The technician found the scale needed to be zeroed. The technician zeroed the scale to resolve the issue with bed.

Event description:
The account alleged the bed exit alarm is not setting. No pt impact.